Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 04.027.055s lot: 3l99331 manufacturing site: (B)(4). Release to warehouse date: march 25, 2019. Expiry date: march 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The narrative could not be confirmed based on the received picture. Based on the picture, it is not possible to confirm a functional issue as we only have received pictures of the implanted and intact parts; also, visible that the blade is in an open/unlocked condition. Therefore, the complaint is rated as n/a in the confirmed field. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the proximal femoral nail antirotation (pfna) blade was unable to lock after being inserted into the femoral head. The surgeon removed the blade and replaced it with another. The first blade was discarded following the surgery as the patient had a bloodborne infection. Procedure was completed successfully with a ten (10) minute delay. There was no patient consequence. This report is for a pfna-ii blade l100 tan. This is report 1 of 1 for (B)(4).